Event description:
It was reported the patient had no stimulation and was not able to adjust the stimulation. The status lights were assessed on the programmer. All green lights were indicated on the left side but when the increase/decrease button was pressed, a triple beep was heard. The patient had been given a new programmer the week before. Stimulation was working for a couple of hours and then it stopped suddenly. Eleven days later, troubleshooting was being conducted. A power on reset (por) condition was noted. The device was not thought to be near eol. Impedances were normal. The patient had great coverage with the stimulation. It was also reported the stimulation had been turned off 2-3 years ago and was programmed on again. On two occasions the device was in a por condition and the serial number had to be re-entered. There had been no new equipment in the environment since the stimulation had been programmed on. There had been no surgeries, diagnostic procedures, or falls recently. The ins was replaced four days later. There was still some impedance problems but it did not interfere with the patient's stimulation. It was thought the device was discarded.